Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose level was 379mg/dl. Review of the pump history showed that the customer had received appropriate low battery notifications leading up to the shutdown, however, the customer maintained that the pump shut off unexpectedly. Reportedly the customer continued to use the pump for insulin therapy.